Event description:
A (B)(6) male pt contacted zoll customer support to report that his electrode belt would not connect to the monitor. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to connect electrode belt) has been confirmed. Upon investigation, the trunk cable connector pins were bent. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.